Event description:
It was reported that during the procedure in the mid right coronary artery, the balance middleweight guide wire was advanced into the patient anatomy and was noted to be difficult to torque. There was elongation of the guide wire at the distal opaque marker. An attempt was made to remove the guide wire; however, resistance was felt and the guide wire could not be removed. An unspecified dilatation catheter was advanced over the distal guide wire as a sheath to remove the guide wire. The device and the dilatation catheter were removed. A new non-abbott guide wire was used in the procedure. There was no clinically significant delay and no adverse patient effect. No additional information was provided.

Event description:
Subsequent to the initial MDR, return device analysis revealed that the device was returned with the shaping ribbon separated. Additional information received from the site indicates that the device separated during the procedure. There were no adverse patient effects.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned guide wire noted blood and contrast on the coils which is consistent with the guide wire being used in the patient as reported. The shaping ribbon was separated, 2.3 cm distal to the center solder. The coils were still intact. The tip ball was completely corroded off the tip, which appears to be due to transportation back to abbott vascular for evaluation, as it was not reported during preparation prior to use. The tip coils were stretched out 7 mm proximal to the distal end of the guide wire which could be the result of the reported resistance as no damage was reported during inspection prior to use. Factors that may contribute to resistance during removal while in the lesion may include, but are not limited to, patient anatomy, lesion morphology, device selection, device placement technique, and/or interaction between associated devices. In certain circumstances, such as manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level and could lead to resistance. Scanning electron microscopy analysis of the returned guide wire suggests that the distal end of the shaping ribbon was detached and may be attributed to tip ball corrosion. The shaping ribbon separation distal to the center solder may be attributed to ductile overload. The separated end of the proximal half of the shaping ribbon exhibited corrosion pitting. Guide wire separation may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. A wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. Any additional attempts to retract the wire in this trapped state would exceed design limits and cause the reported separation. The reported guide wire separation appears to be the result of the reported resistance. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs a 100% visual inspection of the guide wire tips after they are loaded into the dispenser, performs a non-destructive tip pull test and performs a 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. A conclusive cause could not be determined for the reported resistance. Analysis of the returned device noted tip separation which is likely the result of the reported resistance. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. Based on the evaluation, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide cath: launcher. Other: piton y adaptor. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.